Event description:
A peritoneal dialysis (pd) patient experienced pd infection. The patient was treated with unspecified medication for the event. The patient has stopped undergoing pd therapy. The specific location, cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date "half a month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.